Event description:
It was reported that during the device change out it was noticed there was a slight abrasion on the insulation of the left ventricular (lv) lead. The physician covered the abrasion with some glue and a suture sleeve. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947-58, lead, (B)(6) 2009; 5076-45, lead, (B)(6) 2009. (B)(4).